Event description:
It was reported that during a implantable pulse generator replacement, high impedance was observed, and subsequent impedance checks identified contact 2 at 40,000 with a ¿do not use¿ indicator and contacts 4¿5 up to 31,909 with ¿avoid¿ indicators. The individual reported return of pain with discomfort, soreness, and a pinching sensation, along with loss of stimulation and an inability to achieve stimulation perception despite reprogramming attempts. The only thing that would happen is after it was turned up high enough, the patient would report a pain/discomfort at the base of her neck where she believes its a connection site. Troubleshooting was performed by attempting programming around the high impedance contacts and programming on the opposite lead where no high impedance values were noted, but stimulation perception could not be achieved. When stimulation was increased, the individual reported pain or discomfort at the base of the neck at a suspected connection site. X-rays were planned to check lead placement, stimulation was set to off, and the individual was sent home without therapy. A lead revision or lead replacement was anticipated but had not been performed or scheduled. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708120, serial/lot #:(B)(6), ubd: 01-jun-2022, UDI#: (B)(4) ; product ID: 37 08120, serial/lot #:(B)(6), ubd: 01-jun-2022, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(6), ubd: 30-nov-2015, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(6), ubd: 30-nov-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.